Event description:
Customer reported that the display on the insulin pump has gone blank twice. Customer reported that for the past two months she has been experiencing shorter battery life on the insulin pump. She used to have to change the battery every two weeks and now every week. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value is 113 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.